Event description:
Event became reportable based on analysis approved on 12/05/06. It was reported that during a superficial femoral artery intervention procedure, the zipwire guide wire "became tacky" during the procedure. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The wire presents large radius bends at 2.95 to 6.70cm and 21.5 to 21.8c from the distal tip and a scrape into the extruded polymer sheath from 18.00 to 19.55cm from the distal tip. Visually and tactilely, the coating surface appears spotty and inconsistent with a patchy finish throughout and scattered minor scrapes, typical of a previously used device. When hydrated, the coating feels smooth and consistent throughout the entire length of the specimen with evidence of biomaterial capture within the hydrophilic coating. The wire hydrates readily and remains hydrated for approximately 57 seconds. Lubricity testing indicates insertion values and withdrawal values within specification. Except where noted, this wire does not present any definitive indication of manufacturing defect or anomaly. The lot history records relative to the manufacturing, inspecting and packaging of the lot indicate that the product was acceptable. The lot has not been involved in other complaints at this time. The root cause of this event is unknown.